Event description:
The customer reported the system displayed filament regulator errors in patient cases. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.